Manufacturer narrative:
Evaluation of the complaint sample confirms the top and base of the auto infusion valve separated indicating a weak weld between the two components which can result in the customer's experience. An auto infusion valve process review was performed to include testing, training, and design. The investigation found the auto infusion valve tops and bases do not have energy directors. These energy directors primarily help focus and direct the ultrasonic energy to the weld location. Adding energy directors to either the auto infusion valve top or base can enable the formation of better and stronger welds. In addition, there were steps of training identified related to in-process testing that likely contributed to this event. While the root cause could not be conclusively determined, the following contributing factors were identified; inadequate in-process testing to detect weak auto infusion valve welds, inadequate training for auto infusion valve operators to conduct the ¿squeeze/pinch test¿ between the top and base, and design factors. An internal investigation was completed and action was taken to address each of the contributing factors identified. Actions include procedural enhancements, validation of new molds for the top and base to ensure continued control of critical dimensions and a feasibility study to enhance auto infusion valve design to promote a better weld. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation failure occurred during cataract/vitrectomy combination surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.